Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and the balloon had relaxed folds, which is consistent with preparation and an attempt to inflate the balloon. The outer member was necked 1 mm proximal to the proximal balloon seal for a length of .5 mm. The outer member was folded over itself 1.5 mm distal to the lap joint for a length of .5 mm. A new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the balloon catheter; however, the fluid did not pass where the outer member was folded over itself and the balloon did not inflate, confirming the reported information. The patient anatomical information was not reported, which may have aided the investigation. Reportedly, no damage was reported as being observed during product inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible the shaft was inadvertently handled during the preparation for use, resulting in the stretching noted to the shaft. Additionally, if resistance was encountered during advancement in the lesion/anatomy, this would contribute to the shaft folding over itself. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. To ensure that this is not a manufacturing deficiency, all products are visually inspected for balloon damage and leak tested during manufacturing. The reported difficulty of inflating the balloon appears to be related to the stretched shaft; however, a conclusive cause for the stretched and damaged shaft could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. An attempt was made to post-dilate with the voyager nc balloon; however, the balloon was inflated up to 18 atmospheres, and no inflation was noted. Additionally, there was no leakage of contrast under x-ray. An attempt was made to inflate the balloon outside the patient anatomy, and the balloon again had no inflation, while being inflated up to 18 atmospheres. Another voyager nc was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.